Event description:
It was reported that during a device upgrade procedure, chronic pulse generator lost rf (radio frequency) communication. Prior to the procedure, device interrogation showed about 5 years to trigger elective replacement indicator (eri). Upon re-interrogation, the device had triggered eri on the implant date. The device was explanted. The patient had no consequences.

Manufacturer narrative:
The reported events of rf telemetry and diagnostic issues were confirmed. The device was received with an end of service (eos) trigger. Eos on the explant date due to electrocautery exposure. The false eos trigger disabled the rf telemetry. The device was tested on the bench and exhibited normal characteristics.